Event description:
It was reported to medtronic minimed that the customer experienced occluded, damage (physical or cosmetic), keypad/button unresponsive/button error, rewind anomaly, no delivery/occlusion alarm - unknown timing. The customer reported no adverse event. The event involved product(s) unomedical, mmt-1715kl, mmt-332a. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. No product return is required for unomedical. No product return is required for mmt-1715kl. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. No abnormal rewind anomalies were, or alarms were noted during testing. Motor was tested outside of the device and passed. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of mar 20, 2024 or two days prior. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay and scratched case. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Rewind anomaly not confirmed. No delivery/occlusion alarm - unknown timing. Unexpected insulin flow blocked alarm was not confirmed. Cosmetic damage confirmed at keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.